Event description:
It was reported that the implanted neurostimulator and lead were explanted due to battery depletion and a broken lead, respectively. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received clarified that the neurostimulator was noted to have excessive battery drain.

Event description:
Additional information received reported that prior to the explant impedances were over 4,000 ohms on all electrodes and the patient was not receiving relief from her symptoms.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The device passed the final functional test. The initial review findings were ok. The battery was expanded and the ins can was scratched. The setscrews, grommets, access hole adhesive and connector module were ok. Foreign material was observed in the connector ports. Telemetry was ok, and there was good stable output on all electrodes referenced to the case. The system was visually ok. When the ins was tested with the lead there was no output on the electrode pairs the ins had when received. There was no output on all electrodes referenced to the case. Analysis of the tined lead found broken conductor wires. The proximal end of the lead was ok. There were setscrew marks in the correct location. All lead conductors were broken 15.1cm from the distal end, and 3 conductors were broken 12.1cm from the distal end. The conductors were also stretched. The outer insulation was cut and breached. The outer insulation was separated at the butt joint. The distal end of the lead was ok. The marker band had loosened from the lead. There were no shorts between circuits. All circuits were open.